Event description:
It was reported to covidien on 05/07/2010 that a customer had an issue with a catheter, continuous flow. The customer reports that the motor drive slowed to a stop during the second run. The doctor attempted to deflate the balloons and neither would collapse. The odu wire could not be extracted from the catheter. The doctor cut the catheter and the odu wire to attempt to gain leverage to remove the wire, to no avail. The doctor deflated the balloons with 2 percutaneous punctures. The trellis was ultimately removed after a short delay.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.